Event description:
Information was received from a patient regarding an implantable neurostimulator. It was reported that they could feel their stimulation working a little in their back on group c but mentioned that it 'never fully works.' Agent understood therapy settings do not help 100% of patient's symptoms since implant but was helpful. Patient said they "had a lot going on back there." Patient confirmed they were able to connect to mystim and had group c powered on during call.  The patient's main reason for call was that the handset screen kept going off and on since last night, and they noticed an icon in the upper right corner of the handset with two arrows that they didn't recall seeing before. Patient said 'it' acted funny, like not wanting to pick something up or take charge. This morning, kept going off and on after they got "it" running; they kept seeing 'restart' and 'medtronic.' Agent understood patient kept pressing/holding the power button on side of handset to turn off the screen or bring up restart option. Patient said they kept putting the charger into the handset and "it" wouldn't "pick up." Patient was very hard for agent to follow. Agent asked for clarific ation, patient confirmed the screen of the handset was what kept turning off and on, not therapy or their application. Patient went on to say they felt like their handset was made for someone left-handed, because when they held the handset upright and their finger was on the power button, the screen was rotating upside-down. Agent understood patient may have changed a setting in the phone, and appeared to keep pressing the handset's power button inadvertently. Agent redirected the patient to hcit for assistance with checking their handset's settings. Patient called back after being disconnected in transfer from hcit back to patient services (pss). Patient was hard to follow, but repeated information documented in this case regarding trouble using the handset. Patient mentioned the program was running but they were trying to charge and couldn't get handset to work and just seemed to be running in a "neutral" state. Patient mentioned the screen wouldn't let them access their program and would just give the red and green symbols saying power off or restart. Patient then said while waiting on hold at the beginning of this call, they removed handset from the case and reali zed the handset was in upside-down in the case, and that must have been the issue. Agent reviewed if handset was not in case correctly, patient or the case could have been inadvertently pressing and/or holding the power button, causing patient issues using the han dset last night. Agent walked patient through accessing mystim app. Patient initially saw mystim isn't responding message, but after closing all apps, patient was able to successfully connect to mystim and access their therapy. Agent provided hcp info to original agent. The patient also reported trouble getting their recharger to work. After messing around with the device for some time, it finally started charging. The issue was resolved. Additional information was received from the patient (pt) stating they used to get more benefit from the therapy, but about 3 days after they were implanted, the pt was working outside and then they were picking up a stick and felt something "twang" in their back. Pt said they went the clinic and were "hooked up at 7 more places" but could not get the same benefit. Pt said they healthcare provider (hcp) made them "jump out of the chair" when programming them. Pt called to just get instructions on how to turn therapy off. Technical services (tss) provided instructions. Pt said they needed to charge every day. Tss talked about cycling, but pt refused to entertain the idea of cycling. Pt said they were only getting about 25% relief from their spinal cord stimulator (scs) and would just turn it off when it was not needed. Pt also mentioned historical event that they were occasionally not able to get the communicator connected to the handset in the past but would just play around with it and would eventually get it connected. See (B)(4) for previously reported event of the communicator not connecting that was mentioned.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.